Event description:
It was reported that the repair kit came apart from the catheter while the patient was on dialysis.

Manufacturer narrative:
Medcomp is waiting for the return of the sample and additional information about the event and device to date neither has been received. When the investigation is complete, a final report will be submitted.